Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient stated the pump was not working properly because the cartridge repeatedly fell out of the device. The patient had been attaching the connector to the cartridge before inserting it into the pump and had not been twisting the connector one-quarter turn to lock it into place. The patient was instructed to insert the cartridge first and then attach and lock the connector. After following these steps, the patient confirmed that the cartridge remained secure when the device was flipped over. The patient had used multiple supplies while troubleshooting and requested replacements, which were arranged. The patient was using an inset 23¿ 6 mm infusion set. Blood glucose levels were affected, with levels reported as high for approximately three hours. No backup therapy, ketone testing, steroid use, medical intervention, or additional assistance was reported. The patient¿s blood glucose was approximately 185 mg/dl at the time of the call. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.